Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks due to noise. Dislodgement was observed via x-ray. Far p-wave oversensing and wide qrs oversensing were observed. The lead was repositioned and remains implanted. The patient was stable before and after the procedure.